Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer reported changing the set, but not being able to get the insulin pump to fill tubing. Customer stated that the insulin pump's piston was not moving. Customer stated that the insulin pump returned a max fill message, but no drops of insulin came out. Insulin pump failed the displacement test during troubleshooting. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).